Event description:
I have a medtronics model #8637-40 that was implanted in 2006 by my neurosurgeon. Some time in 2008, the device catheter failed. I developed a pocket of morphine the size of a hockey puck next to my spinal column. This was found by CT scan and x-ray in the same month and was corrected on three days later, the same year. My problem is, I was never informed about the new developments regarding the mass at the distal tip. Even after the corrective surgery, nothing was ever said. Why was this info not shared with me by my surgeon or medtronics? I have asked my new pain specialist about removing the pump and he will not respond to my questions about this matter. I do not like the fact that this info was withheld from me by the health care profession. I was told this incident could have been fatal to me. Is this true? If the device has been recalled was anyone implanted notified? If not, why do you call it a recall? Please advise. Dose or amount: 2.862 mg/day. Frequency: continuous. Route: it. Dates of use: 2006 - 2008. Diagnosis or reason for use: failed back syndrome/pain management.